Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device implant procedure, the right atrial lead exhibited poor sensing. The lead was not used. The patient's condition was fine post procedure.